Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (08/05/2013)-product evaluation: the analyses of the returned subject meter and accessories were completed on 07/29/2013 by lifescan product analysis with the following findings: the analysis of the meter found no high sleeping mode current. The meter could not be recharged. However, the meter was found to have a defective battery. No issues were identified with the accessories during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use. The reporter alleged that "was using the meter and decided to set up the time as it was bit off and was setting up the pm option and the moment he selected the pm option and pressed ok, the meter turned off on him and won't turn back on anymore." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.